Manufacturer narrative:
Product complaint # (B)(4). Batch #: r58r56. Investigation summary: the analysis found that one pse45a device was returned with no apparent damage and with the manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. An ecr45g cartridge reload was received partially fired 1/10 and loaded in the device. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device opened and closed without any difficulties noted. The knife reverse button worked properly during testing. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information requested and received: what were the indications for surgery? Malignant tumors of the right upper lung what was the color and code of the cartridge? Ecr45g was buttressing material being utilized? If so, what type? No did the surgeon wait 15 seconds prior to firing? Yes were any unusual noises heard during the firing? Unknown what is the surgeon¿s experience with the device? Experienced was the device difficult to close? No how was the device eventually able to be opened? Considering safety what is the current status of the patient? Stable and left from hospital

Event description:
It was reported that the device could not fire farther. During the endoscopic lobectomy, could not fire farther after fired one-third when severing the bronchus. Could not return the blade, the reverse button did not work. The surgeon removed the battery and rotated for 180 degree and reinserted the battery.the reverse button still did not work,used manual override lever to return the blade. Considering safety, the surgery changed to open, used manual gun to complete the surgery. The patient is stable and in hospital now.